Event description:
Reporter indicated that vns patient was scheduled for exploratory surgery due to suspected lead malfunction. The patient had undergone generator replacement surgery two months prior to end of service, but he original lead was left in place. It was reported that the patient had recently experienced an increase in seizures and that x-rays revealed a sharp angle in one of the lead coils. Further follow-up revealed that device disgnostic testing peformed just prior to revision surgery resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction or connection problem. During revision surgery, the lead connectos were confirmed to be properly inserted into the generator connector block. Upon removal of the leads pins from the generator headers, a thin ring of tissue was observed on the outer part of the connector boot and both connectors. The ring of tissue was removed and the lead was reconnected to the generator. Device diagnostic testing following revisioin surgery was within normal limits, indicating proper device function. Device diagnostic testing on the day generator replacement surgery was also within normal limits.